Event description:
Patient underwent cardiac surgery on 1/11/96. Patient had become hypotensive prior to going on bypass and had developed subsequent difficulty in coming off bypass, although the operative procedure itself went smoothly. Patient had ventricular tachycardia which subsequently resolved and further attempts were made to wean him from bypass. He initially did reasonably but then became hypotensive again, necessitating placement of a left ventricular assist device (lvad) and intra-aortic balloon pump. The patient was brought to the operating room on 1/16/96 for removal of the lvad. After removal, the patient became hypotensive and was noted to have metabolic acidosis. On 1/17/96, patient had the appearance of septic shock. The patient continued to have acute renal failure & further declined and expired. The clinical impression was that of probable bowel infarction due to possible embolization, possibly related to the lvad, with or without additional septic shock, and acute multi-organ failure, including renal insufficiency, all superimposed upon the coronary bypass graft procedure. Post mortem showed that the ischemia was due to an embolus in the mesenteric artery similar to the size of the lvad tubing.